Event description:
Boston scientific crm received information that this this right atrial (ra) lead was explanted two weeks post implant due to dislodgement. It was reported that the patient admitted to sleeping with arm over his head. Other than the lead revision procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.